Manufacturer narrative:
This report is being submitted as additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) system was reprogrammed. It was also noted that oversensing was not observed. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator upgrade procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an asystole of five seconds. This occurred when the crt-d was programmed left ventricular (lv) lead only. Technical services (ts) stated that lv lead only programming is not recommended in a dependent patient. Ts suspected that the lv channel exhibited loss of capture (loc), oversensing, and inadequate pacing treatment. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d system was reprogrammed. It was noted that oversensing was not observed on the lv channel. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that during a generator upgrade procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an asystole of five seconds. This occurred when the crt-d was programmed left ventricular (lv) lead only. Technical services (ts) stated that lv lead only programming is not recommended in a dependent patient. Ts suspected that the lv channel exhibited loss of capture (loc), oversensing, and inadequate pacing treatment. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.